Manufacturer narrative:
After its receipt, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. The battery state of more than 60% is as expected after an implantation time of 8 months and indicates a sufficiently charged battery. In a next step, the pacemaker was visually inspected, and the connection system was examined. The screws and the spring elements of the lead connections were ok. Leads inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions stipulated by the is-1 standard. The pacemaker's capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function showed no anomalies during the test. The device showed no limitations of its capability to provide therapy. In summary, the device was ok during the analysis and within specifications both in regard to the connection system and the electronics. There was no material defect or manufacturing error.

Event description:
Ous MDR - it was reported that at about 51 months after implant, the device was not pacing as seen in the ECG. The device was explanted and returned for analysis. There was no deterioration in the health of the patient reported.